Manufacturer narrative:
(B)(4). Concomitant products: guide wire: xt-r, asahi gaia 1st, gaia 2nd. Guide catheter: il4.0. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity, heavy calcification and 100% stenosis in the proximal/mid left anterior descending (lad) coronary artery. At first, pre-dilatation was performed once with a non-abbott 1.5 mm balloon catheter, but the balloon ruptured during the third inflation. After the 2.5 x 15 mm nc tenku balloon was prepped, the nc tenku balloon catheter was advanced to the target lesion for additional pre-dilatation. The balloon was inflated to 12 atmospheres (atms) for 30 seconds twice; however, during the third inflation, the balloon ruptured at 14 atms at the 10th second. The device was replaced with a non-abbott balloon catheter to complete the procedure successfully. There was no adverse patient effect and clinically significant delay in the procedure. No additional information was reported.